Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following the second left knee revision, patient sustained a left popliteal dvt on (B)(6) 2018, treated with blood thinner. He then presented with an unknown rash with 4 small pulmonary emboli.